Manufacturer narrative:
Product ID: mc1vr01. The device was returned, analyzed and no anomalies were found. Product ID: mc1vr01-delsys. The delivery system was returned, analyzed and analysis revealed no articulation and visible blood on the sheath. It was noted the device did not articulate, and that the articulation button was completely loose and slid completely free without any curvature movement. The analyst commented they were able to deploy the device but it was sticky and the recapture cone did not extend beyond the device cup. There was also blood visible on handle and inside device cup. Visual summary of analysis indicated damaged at procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure for the transcatheter pacing system, deflection with the delivery system was not possible after repositioning the leadless implantable pulse generator (ipg) several times due to high thresholds. The system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.